Manufacturer narrative:
The date the device was returned to the manufacturer was reported as february 27, 2018 and updated to march 22, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It was documented in the first follow-up report that the reported condition was confirmed and the assignable root cause was determined to be due to premature. However, further investigation determined that the reported condition of the device becoming warm was not confirmed; therefore, the assignable root cause was not determined. Device evaluation: further investigation determined that the reported condition of the device becoming warm was not confirmed. Therefore, an assignable root cause was not determined. However, during in-house engineering evaluation, it was determined that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through. It was determined that this failure was caused by worn out bearings due to normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a damaged component - nose cone, damaged component - bearings, ball bearings fell apart, missing balls and cage and extension sleeve was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.